Event description:
Reportedly, during a follow-up performed in (B)(6) 2016, time to rrt (recommended replacement time) was displayed as 9 months. However, during the last follow-up on (B)(6) 2016, the device was found operating in vvi mode at 70 min-1 (rrt already reached). No warning message regarding rrt was displayed on the programmer screen.

Event description:
Reportedly, during a follow-up performed in (B)(6) 2016, time to rrt (recommended replacement time) was displayed as 9 months. However, during the last follow-up on (B)(6) 2016, the device was found operating in vvi mode at 70 min-1 (rrt already reached). No warning message regarding rrt was displayed on the programmer screen.